Event description:
It was reported that the customer received a power source alert and the pump battery did not charge. Customer¿s blood glucose value was 180mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.